Event description:
(B)(6) 2019, loss of osseointegration of the implant was verified. Patient presented with bone type iii and inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain, increased sensitivity and hypersensitivity. No further patient complications were reported.